Event description:
Additional information indicates that the ipg meets or exceeds 75% of its expected longevity.

Manufacturer narrative:
Correction: the ipg meets or exceeds 75% of its expected longevity; therefore, this device is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient underwent surgical intervention on 1 february 2023 wherein the ipg was explanted and replaced for an unknown reason.